Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary problem, bowel problems, and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to severe pain and mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, and stress urinary incontinence. It was reported that the patient underwent removal of implant, due to severe pain and mesh erosion.

Manufacturer narrative:
Date sent to FDA: 08/05/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2006 in order to treat 4th degree vaginal vault prolapse, cystocele, rectocele, and stress urinary incontinence. No additional information was provided.